Event description:
The customer returned the videoscope to the service center for a separate issue. During the device analysis, the regional repair center indicates that a dirty objective lens was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A definitive root cause could be identified. Based on the results of the investigation, it is likely the following led to the malfunction: environmental particulates associated with fine solids or liquid particles such as dust, smoke, fume, and/or mist suspended in the immediate atmosphere in which the device is being used. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.